Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level between 300-490 mg/dl and it was addressed with manual injections. Reportedly, the luer lock connection to the infusion set was loose. The luer lock connection was readjusted and the contact indicated that insulin delivery would be resumed.